Event description:
It was reported that in june 2002, pt underwent unspecified abdominal surgery and gynecare intergel was spread throughout their abdomen. "Unspecified injuries are alleged." Pt "suffered and continues to suffer severe injuries."

Event description:
It was reported that on 6/5/2002, pt underwent unspecified abdominal surgery and gyencare intergel was spread throughout her abdomen. "Unspecified injuries are alleged." Shortly following pt's sugery, she developed "extreme pain, swelling, and other serious injuries." Pt "suffered and continues to suffer severe injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: last has complaint 2003 -- pelvic infection. Presently, increased pelvic pain, digestive abnormalities, and pain during menstruation; onset of interstitial cystitis and irritable bowel syndrome; depression, anxiety, and "febramyalgia"; and inability to carry pregnancy ("tab").